Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one of two samples (sample ID (B)(6)) obtained from one patient on a dimension vista 1500 instrument. Only the discordant na result was reported to the physician(s), who questioned it. The other sample obtained from the patient (B)(6) resulted as expected when tested on the same instrument. Both samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed maintenance on the integrated multi sensor (imt) module. A siemens headquarter support specialist evaluated the instrument imt data, which did not indicate an issue with the instrument. No other patient samples were discordant and quality controls were within range at the time of event. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.